Manufacturer narrative:
Product ID 3778-60, lot# v743567010, implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3778-60, lot# v743567011, implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type lead product ID 3550-39, lot# n300244, implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type accessory product ID 3550-39, lot# 290280001, implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type accessory product ID 37743, serial# (B)(4); product type programmer, patient product ID 37752, serial# (B)(4); product type recharger product ID 3778-60, lot# v743567010, implanted: 2011 (B)(6), explanted: 2014 (B)(6); product type lead (B)(4). Analysis of the lead (l/n v743567010) found the lead body conductor was broken within 10 centimeters of connector area and the lead proximal end connector was not completely seated in ins connector port. A system test was performed following the full insertion of the channel 1 lead (0-7). The #3 conductor is broken. Good stable output was observed on all other electrode pairs, with the exception of any electrode pair associated with the # 3.

Event description:
It was reported that therapy was ineffective and the device was explanted. Additional information received reported that on 2013 (B)(6) the device was reprogrammed and the patient was receiving excellent coverage. It was noted that during the patient¿s next visit on 2014 (B)(6), the device was not charged and the patient had not been utilizing the device. It was noted that the patient requested to have the system removed and to treat his pain with other procedures. It was noted that there were no device malfunctions. It was noted that the patient did not receive a replacement device.

Manufacturer narrative:
Analysis found that the number 3 conductor was broken 3.1 cm from the proximal tip. It was noted that the 0-7 proximal end was not fully seated into the connector block. It was noted that a good lead was able to be completely inserted into the connector port without difficulty. It was noted that dried body fluid was observed in both connector ports, there was no obstructions observed in either port that would prohibit a lead from having the ability to be fully inserted and seated properly. It was noted that a lead insertion test was performed on the ins to determine in the connector block was within the 1.75 lbf maximum insertion force specification and 1.75 lbf maximum withdraw force specification. It was noted that an insertion and withdrawal force testing was performed three times with a dry lead. It was noted that the following results were obtained. Insertion test results were as follows; 0.34 lbf, 0.47 lbf, and 0.42 lbf. Withdrawal test results were as follows; 0.43 lbf, 0.38 lbf, and 0.45 lbf. It was noted that the 0-7 proximal end was not fully seated into the connector block.